Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. Subsequently, the pump declared a temperature alarm and a malfunction alarm. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose level was 99 mg/dl. Reportedly, the customer continued using the pump for insulin therapy as the malfunction and temperature alarm were successfully cleared.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and reset alarm were verified. The alleged temperature alarm issue was verified in the pump logs; however, no failure was identified and a different issue was identified.